Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. When pulling the reservoir there was a strong smell of insulin. The reservoirs were affected by the recall. Her blood glucose level went up to 400 mg/dl. She was advised to have the customer revert to a backup plan or use a reservoir that was not affected by the recall. The device was not returned.